Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, intermittent ventricular undersensing was observed due to ventricular blanking events. The clinician decided not to make any parameter changes and the patient will continue to be monitored.